Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the leadless implantable pulse generator (ipg) failure to capture was noted during several positioning attempts. The physician tried to position in the higher septum and middle septum position, but undersensing of the r wave occurred. A temporary pacing lead was used to identify the low pacing threshold site for reference during positioning. It was determined that the apex position would give optimal r wave and pacing thresholds. The physician was not comfortable implanting the device in this position. The leadless ipg and delivery system were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.